Event description:
During a leadless pacemaker (lp) implant procedure, the patient reported experiencing chest pain after mapping the first implant location. The patient's pain subsided, and the next location was mapped. When injecting contrast, a perforation resulting in effusion, tamponade, low blood pressure, and low heart rate was observed. The implant procedure was aborted. Emergency pericardiocentesis and advanced life support was performed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.